Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.5 inr. Patient's coumadin dose was held based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.